Event description:
This is filed to report tissue damage, difficult to remove, and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted quality imaging was challenging, mitral annulus calcification and calcified anterior leaflet. The first clip was successfully deployed in the a2/p2, reducing mr. An ntr clip delivery system (cds (B)(6)) was advanced to the mitral valve; however, grasping was challenging. It was observed deterioration of tissue. Then the clip became stuck in the chordae. The clip was manipulated and freed, resulting in an additional flail. The clip was retracted to the left atrium and the cds was removed with the clip attached. An xtr cds ((B)(6)) was advanced to the mitral valve to attempt to treat the flail and further reduce mr. However, after multiple grasping attempts, mr did not improve as much, and tissue started to become frayed. A decision was made to continue with the procedure. The clip grasped as much leaflets as possible, and the clip was deployed. However, the leaflets became damaged. Thy physician stated the leaflet injury is due to friable leaflets which was not initially observed in the images. No additional treatment was provided. Two clips were implanted, and mr is 4. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. Based on the information available, the reported difficult leaflet grasping was due to anatomical challenges. The reported tissue damage was due to operational context of difficulty in positioning during grasping. The unchanged mitral regurgitation was due to a combination of the reported difficult leaflet grasping and due to challenging anatomy. The reported poor image resolution was due to procedural conditions. The reported patient effects of worsening mitral regurgitation and mitral valve tissue damage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures.there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system referenced is being filed under a separate medwatch report.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted quality imaging was challenging, mitral annulus calcification and calcified anterior leaflet. The first clip was successfully deployed in the a2/p2, reducing mr. An ntr clip delivery system ((B)(4)) was advanced to the mitral valve; however, grasping was challenging. It was observed deterioration of tissue. Then the clip became stuck in the chordae. The clip was manipulated and freed, resulting in an additional flail. The clip was retracted to the left atrium and the cds was removed with the clip attached. An xtr cds ( (B)(4)) was advanced to the mitral valve to attempt to treat the flail and further reduce mr. However, after multiple grasping attempts, mr did not improve as much, and tissue started to become frayed. A decision was made to continue with the procedure. The clip grasped as much leaflets as possible, and the clip was deployed. However, the leaflets became damaged. Thy physician stated the leaflet injury is due to friable leaflets which was not initially observed in the images. No additional treatment was provided. Two clips were implanted, and mr is 4. There was no reported clinically significant delay in the procedure. No additional information was provided.